Manufacturer narrative:
Qc was within customer's specifications before and after the event. System check performed on 12/20/06 passed. The specimens were collected in serum and plasma tubes. The samples were drawn and centrifuged in the ER. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse performed diagnostic and accu tni precision testing; all results passed with specifications. The fse verified the instrument performance per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the synchron lx I 725 instrument. Patient a: a patient serum sample was tested for accu tni and a result of 20.05ng/ml was obtained. A plasma sample from this patient was tested for accu tni and result was 0.02ng/ml. The customer then re-tested the original serum sample for accu tni and obtained result of 0.01ng/ml. Patient b: a patient plasma sample was tested for accu tni and a result of 16.74ng/ml was obtained. The patient original sample was tested for accu tni on a different instrument in the customer's lab. Accu tni result obtained from the different instrument was 0.23ng/ml. It is unknown if the erroneous results for patient a and b were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.